Manufacturer narrative:
The insulin pump power up properly after the battery was installed. The device was received with operating currents within specifications. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners and display window, minor scratched lcd window, broken reservoir tube lip, and broken belt clip slot. The device also had a slightly loose drive support disk.

Event description:
Customer called reporting a button error on her insulin pump. Customer's blood glucose level is 143 mg/dl. She said she is on vacation in mexico and was thrown in a swimming pool while wearing the device. She tried drying the device and replacing the battery. The button error alarm was cleared, but the device alarmed battery out limit. She was advised that sometimes the device would work after drying, but the device has a tendency to alarm button error again. There are still button issues even after clearing the alarm. Customer agreed to send the device back for analysis. She was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.